Manufacturer narrative:
H3: product has not been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 10/15/05, the lay pt contacted lifescan alleging that his one touch ultra smart meter was reading inaccurately erratic. The medical affairs specialist (mas) spoke with the pt on 10/18/05 to obtain/verify information. The pt obtained results of 178 and 127 mg/dl on the reported meter within 10 minutes of each other while having no symptoms of high or low blood glucose level. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, the thereby indicating a potential malfunction of the meter in terms of precision. He went to see his doctor and did not go to the hospital. His doctor did not test his blood glucose and gave the pt no treatment. A control solution test was not performed, as the control solution was expired. The meter and control solution were replaced.